Event description:
It was reported that when patient presented in clinic, due to the device slipping out of the pocket post physical trauma. Lead dislodgment issue was observed as a result of the physical trauma as well. High, out of range, high voltage lead impedance issue was observed on the rv lead as well. Lead was explanted and a new lead was implanted. Device remains implanted. Patient was stable prior, during and post procedure.